Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated at the service and repair center. Per service report, the defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing the device function. The following repair activities were performed: unit modified . Unit safety test performed . Functional test performed. Pneumatic circuit checked. Cpu board repaired. Electrical safety test completed. Insertion lever defective: replaced. Pressure mechanism irreparable: replaced. Defective material exchanged. Functional test completed. Mechanical upgrade performed. 8-hour endurance test carried out. Pressure mechanism re-adjusted. Defective pump roller replaced. The root cause of the reported failure was determined to be the overpressure was out of range. Additionally, roller pump heads and arms were found to be out of tolerance and the seal was missing. The deficiencies were repaired and the unit was restored to specification. Furthermore, this device was produced prior to the closure of the fms facility in nice france which precludes conducting a DHR review. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the fms duo+ pump was broken. The pressure continues to rise despite value entered. It is to be checked and repaired. There was no patient harm and the procedure was completed with another device.